Manufacturer narrative:
(B)(4).

Event description:
Review of several returned still angio films during an intervention (unknown study date) confirmed that several endurant devices were implanted and positioned approximately 1cm below the left renal artery. Both limbs appear patent and no clear endoleak could be seen in the images provided. A 17 second video of a cta (unknown study date) confirmed that contrast was seen coming from the stent graft in several locations: in the proximal sac (posterior-left) and the distal sac (anterior). The type and cause of the endoleak(s) could not be determined. Both limbs were patent.

Event description:
An endurant stent graft system was implanted for the emergent endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm that was previously treated with another manufacturer¿s stent graft. Vessel morphology was reported as the proximal aortic measured 22mm, 26mm, and 28mm over 5mm increments. It was reported that the patient had another manufacturer¿s stent graft was implanted 7 months ago. The patient presented emergently to the ER complaining of pain. The CT demonstrated a proximal type I endoleak of the other manufacturer¿s stent graft. The physician elected to implant an endurant 32x16x166 endurant graft, to reline and treat the proximal type I endoleak from the other manufacturer¿s stent graft, deployed the bifurcated stent graft however the physician was unable to cannulate the contralateral gate therefore a talent occluder device was implanted on the contralateral side successfully . The proximal type I endoleak was not resolved. The physician implanted an endurant aui 28x14x102 stent graft, the proximal type I endoleak was still present. There was approximately 5-7mm available between lowest left renal and top of endurant aortic cuff, lower than intended. An endurant 32mm aortic cuff was implanted proximally to the aui device however there was still a slight proximal type I endoleak present. The patient returned for follow-up and the proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.